Event description:
The complainant reported that during a pericardiocentesis procedure, the physician was in the process of pulling blood from the pericardial sac when the catheter clotted. The physician had to flush saline through the catheter in order to resume blood removal. No harm or injury to the pt was reported.

Manufacturer narrative:
Evaluation: conclusions: the suspect device is not being returned. An investigation will be performed and a f/u report will be submitted when additional information is available.